Event description:
It was reported by the affiliate that during an open pancreas procedure, the device had error code 5 (instrument). Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was received with the blade discolored due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch record was reviewed and no anomalies were noted during the manufacturing process.